Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot#: va24whh, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 3889-28, lot# :va24whh, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had their device removed and replaced with another device in (B)(6) 2021, as result of loss of therapy due to lead migration. No further complications were reported/anticipated at this time.